Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a granuflo mixer began filling on power-up. It had a burning smell and smoke coming from the fill valve. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The fill valve was replaced to resolve the smoking issue. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.